Manufacturer narrative:
H.6. Investigation: bd sumter received one (1) physical sample for review and analysis. The sample confirms the reported issue of a retraction failure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that after use with a bd vacutainer® push button blood collection set the cannula failed to retract. The following information was provided by the initial reporter: retraction failure for cannula.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that after use with a bd vacutainer® push button blood collection set the cannula failed to retract. The following information was provided by the initial reporter: retraction failure for cannula.